Event description:
It was reported that teeth on multiple hollow reamers broke during use. The surgeon was attempting to remove bone screws that were implanted in 1997 (approx). Surgery was extended 2 hours due to need for additional instrument sets. This impacted 1 patient.

Manufacturer narrative:
Follow up with other users of system have been performed and no other incidents or problems have occurred.